Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 8f amplatzer talisman delivery sheath. Difficulty was encountered when initially puncturing the vein to gain access. After several attempts, access was obtained on the left side and the delivery sheath was inserted. The occluder was prepared and after the wet-to-wet connection was made, the device was pushed to the end of the sheath. At this time, the patient had increased electrocardiogram (ECG) activity. There was suspicion of an air embolism in the right coronary artery and blood aspiration was performed in the right atrium. A coronary angiography was performed and showed no air in the coronary artery. The device was pulled back into the loader, it was decided to attempt access on the right side. At this time, the st elevations had resolved. Access was obtained on the right side and the delivery system and device were prepared. After the access was obtained but before the sheath was inserted, the patient's oxygen saturation was low, and the patient was cold and pale. A blood gas analysis (bga) was performed and measured a hemoglobin (hb) of 6. A second bga was performed, and the result was lower than the first result of 6. All devices were removed from the right side, and the procedure was concluded. The patient was intubated. A computerized tomography (CT) scan was performed, and bleeding was noted on the right side near the leg vein. It was noted that the bleeding was caused by non-abbott devices as no abbott devices, including the delivery sheath, were inserted into the right side of the patient. Surgery was performed to stop the bleeding and a transfusion of 3 packs of erythrocytes was required. After successful completion of the surgery, the patient was extubated. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of EKG/ECG changes after difficulty puncturing the vein to gain access was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated EKG changes may have been caused by the inner bleeding. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.